Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that there were inconsistent readings even with the new ext cable and sensor. The pulse ox will read okay, then drop for 15 minutes. The customer clarified that the "inconsistency" is referred to loss of signal. It is unknown if an error message or audible alarm occurred. No known impact or consequence to patient.